Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in a lobectomy procedure, the device did not fire. They replaced the handle with a new one to complete the procedure. There was no patient injury.